Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that the patient went to go check her device using her patient programmer (pp) and the pp wasn't turning the stimulation on. Patient stated she replaced the 9volt battery. Patient reported she was only seeing the 9volt battery as solid green. Patient reported sudden pain. Patient reported sudden increase in back pain when she recently added some walking to her daily routine. Patient stated she has had back pain for 30 years and the stimulation helped however did not cover it 100%. Patient stated it had been a month since she last checked neurostimulator (ins) using the patient programmer. Patient stated that she did not look at the lights when she used the pp. Patient stated that it had been about a year since she last had her ins checked at the hcp office. Patient confirmed appointment. No further complications were reported/anticipated.